Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set blood leaked around the hub when the needle was retracted. This was reported to have occurred 3 times, however, information regarding patients or patient impact has not yet been obtained. The following information was provided by the initial reporter: when staff retract needle after bloodwork obtained noted that blood is leaking around the needle hub (where needle is retracted) putting staff at risk of blood exposure. No signs of cracks or loose connections. We have 3 known occurrences within the past month.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set e.1. Initial reporter zip(postal code): (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set blood leaked around the hub when the needle was retracted. This was reported to have occurred 3 times, however, information regarding patients or patient impact has not yet been obtained. The following information was provided by the initial reporter: when staff retract needle after bloodwork obtained noted that blood is leaking around the needle hub (where needle is retracted) putting staff at risk of blood exposure. No signs of cracks or loose connections. We have 3 known occurrences within the past month.